Event description:
It was reported that a bridge bolus was not performed and the patient was being overdosed. The pump was refilled approximately 48 hrs prior to the report. The volume of baclofen 500 mcg/ml delivered was 1.1598 ml. All the old drug was infused and the patient was receiving 2000mcg/ml itb at the original 500mcg/ml flow rate. The hcp went to the patient's home to update the pump to the correct dosing. The patient had fallen and was lethargic over the past 24 hours but was doing well now according to the reporter.